Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for chronic type b aortic dissection using gore® tag® conformable thoracic stent graft, and gore® dryseal flex introducer sheath as an accessory. A 22fr sheath was inserted via the left femoral artery. Due to the calcification of the access vessel, the physician felt resistance near the left external iliac artery. After deploying the stent graft, intimal damage was observed at the left puncture site. The damaged area was surgically repaired, and the procedure was completed. The patient tolerated the procedure. The physician's comment: "the damage occurred during the insertion of the sheath. It might have been due to insufficient suturing of the vessel during the cut-down."